Event description:
Reportedly, the programmed mode of the subject device changed from dddr to vvi when the physician was out of the room. After that, the device was reprogrammed back to dddr and remained implanted.

Event description:
Reportedly, the programmed mode of the subject device changed from dddr to vvi when the physician was out of the room. After that, the device was reprogrammed back to dddr and remained implanted.